Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure the laser probe could not be inserted through the trocar. The case was completed. There was no harm to the patient.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, product was returned for evaluation. The probe was manufactured on october 11, 2016. There were 558 paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. The associated system was manufactured on june 29, 2010. Based on qa assessment, the product and the system met specifications at the time of release. A 25ga flex tip laser probe with radio frequency identification (rfid) was received for the evaluation. A visual assessment of the returned sample was performed on september 25, 2017 and showed that the tip cannula was damaged/bent in multiple places. Refer to the attached picture. The root cause of the reported event can be attributed to the damaged cannula. However, how or when the cannula became nonconforming could not be determined. The manufacturer internal reference number is: (B)(4).